Event description:
It was reported that the tip of the stent began expanding prior to insertion into the sheath introducer. There was no reported defect on the outer box or sterile pouch and the product was properly stored. Neither the tuning dial or the locking pin were moved at this time. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, user handling/procedural factors may have contributed to the reported event.